Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing during numerous episodes, which resulted in conversion threshold changes. Lead measurements remain normal, and there is no noise observed on the egrams. A guidant technical services (ts) consultant reviewed programming and rhythm strips, and discussed that the root cause for the dropout was due to a long programmed av delay (300 ms) with rate smoothing programmed to +/- 6%. This programming, coupled with the patient's vt rate of 300 ms, resulted in the dropout, and the delay in therapy resulted in an increase in defibrillation thresholds. To date, there have been no reported patient symptoms associated with this clinical observation.